Manufacturer narrative:
Lot number: 5rsa002b, expiry date: nov-2017; lot number: 6rsp002b, expiry date: feb-2019.

Event description:
This unsolicited case from (B)(6) was received on 23-aug-2016 from an orthopaedic surgeon (physician). This case concerns a (B)(6) female patient who started treatment with synvisc and later few days after starting treatment had swelling post injection and all the fluid was aspirated and 7 days after starting treatment had minor pain/ severe pain/not able to bear the pain. The patient had history of grade 3 osteoarthritis diagnosed in 2013. No concurrent conditions, past drugs or concomitant medications were reported. On (B)(6) 2016, the patient started treatment with intra-articular first synvisc injection, at a dose of 2 ml, weekly (with batch/lot number: 5rsa002b and expiration date: nov-2017) within the knee joint for knee osteoarthritis. The patient was asked to return on (B)(6) 2016 for second dose of 2 ml with batch/lot number: 6rsp002b and expiry date: feb-2019. It was reported that the same day, 7 days after starting treatment, the patient encountered severe pain at night. On (B)(6) 2016, the sample was sent for synovial fluid and culture test and the results were negative meaning no inflammation. It was reported that the patient encountered severe pain and was not able to bear it. The physician had to inject steroid for acute relief. It was reported that after the pain subsided, the patient returned for 3rd dose of 2 ml synvisc injection on (B)(6) 2016 with batch/lot number: 6rsp002b. The patient had the same pseudo reaction as second injection. It was reported that this time, the physician did not aspirate but the patient encountered severe pain and swelling past injection. Corrective treatment: steroid for minor pain/ severe pain/not able to bear the pain and not reported for rest of the events outcome: recovered for minor pain/ severe pain/not able to bear the pain and unknown for rest of the events. Reporter causality: synvisc could be the main cause of reaction. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). Ptc results for lot number: 6rsp002b. The production and quality control documentation for lot # 6rsp002b expiration date (02/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp002b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 01-sep-16, there are 2 complaints on file for lot# 6rsp002 and all related sub-lots: 1 complaint for lot# 6rsp002 (1) adverse event report.1 complaint for lot# 6rsp002b: 1 adverse event report. Sanofi will continue to monitor complaints to determine if a CAPA is required. Ptc results for lot number: 5rsa002b. The production and quality control documentation for lot # 5rsa002b expiration date (11/2017) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsa002b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 01-sep-16, there are a total of 6 complaints on file for lot # 5rsa002 and all related sub-lots: 1 complaint was reported for lot # 5rsa002 (1 detached plunger rod). 4 complaints were reported for lot # 5rsa002b (4 adverse event reports). One complaint was reported for lot # 5rsa002c (1 detached luer-lok hub). Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention minor pain/ severe pain/not able to bear the pain. Follow up was received on 30-aug-2016. The gptc number was added. Additional information was received on 02-sep-2016. Expiry date of both lot numbers was added. Ptc results for both lot numbers were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 02-sep-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 26-aug-2016: this case concerns a (B)(6) female patient who received the treatment with synvisc and later experienced pain. Based upon the limited information the casual relationship between the event and the product has been assessed as possibly related. However lack of information regarding patient's medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from (B)(6) was received on 23- aug-2016 from an orthopaedic surgeon (physician). This case concerns a (B)(6) female patient who started treatment with synvisc and later few days after starting treatment had swelling post injection and all the fluid was aspirated and 7 days after starting treatment had minor pain/ severe pain/not able to bear the pain. The patient had history of grade 3 osteoarthritis diagnosed in 2013. No concurrent conditions, past drugs or concomitant medications were reported. On (B)(6) 2016, the patient started treatment with intra-articular first synvisc injection, at a dose of 2 ml, weekly (with batch/lot number: (B)(4) and expiration date: not provided) within the knee joint for knee osteoarthritis. The patient was asked to return on (B)(6) 2016 for second dose of 2 ml with batch/lot number: (B)(4). It was reported that the same day, 7 days after starting treatment, the patient encountered severe pain at night. On (B)(6) 2016, the sample was sent for synovial fluid and culture test and the results were negative meaning no inflammation. It was reported that the patient encountered severe pain and was not able to bear it. The physician had to inject steroid for acute relief. It was reported that after the pain subsided, the patient returned for 3rd dose of 2 ml synvisc injection on (B)(6) 2016 with batch/lot number: (B)(4). The patient had the same pseudo reaction as second injection. It was reported that this time, the physician did not aspirate but the patient encountered severe pain and swelling past injection. Corrective treatment: steroid for minor pain/ severe pain/not able to bear the pain and not reported for rest of the events. Outcome: recovered for minor pain/ severe pain/not able to bear the pain and unknown for rest of the events. Reporter causality: synvisc could be the main cause of reaction. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: required intervention minor pain/ severe pain/not able to bear the pain. Pharmacovigilance comment: sanofi company comment dated 26-aug-2016: this case concerns a (B)(6) female patient who received the treatment with synvisc and later experienced pain. Based upon the limited information the casual relationship between the event and the product has been assessed as possibly related. However lack of information regarding patient's medical history, concomitant medications and other risk factors precludes the complete medical case assessment.